Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion was unable to be determined. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented for elective coronary procedure. The 100% stenosed, 15mm in length, concentric target lesion was located in the non-tortuous, non-calcified, and 2.25mm in diameter mid left anterior descending artery. Following pre-dilation, a 2.25mm x 16mm promus element plus drug-eluting stent was deployed at 14 atmospheres to treat the lesion. Following post-dilation, timi flow was 3 with 0% residual stenosis. The procedure was successfully completed. In (B)(6) 2014, the patient was discharged. In (B)(6) 2017, the patient died of unknown cause.